Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 01/13/2010 and 01/26/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt is experiencing a refractive error, blurry vision for distance and near, starbursts, halos, and eye strain. The surgeon reported that the pt has been examined by a corneal specialist who prescribed soft and rigid gas permeable contact lenses for the refractive error. The pt's symptoms persisted even when the refractive error was corrected. The surgeon does not feel the lens is defective. The pt is bilaterally implanted and is pleased with the fellow eye. Additional information has been requested.